Event description:
Customer states: prior to use, a nurse tried connecting a hme, "thermovent t" by smith medical, but was impossible. No patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
The device was received and an investigation was conducted. The flange connector failed the ring gage test. A CAPA has been opened to address the failure.